Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported the following: "bedside rn called into patients room due to patient and bed being covered in blood. Upon assessment, rn went to flush port to determine if this was the source. When flush was pushed through the port, the saline immediately shot out of a hole on the side of tubing connected to the needle. After assessing, it was determined that the infusing chemotherapy had been leaking out of the hole in the tubing and in return causing blood to back flow out onto the bed as well. Additional details: caused chemo spill patient harm: no known harm, patient had to be re-accessed" additional information from customer response on (B)(6)2023: it was reported the event did not involve a life-threatening/urgent medical situation. Chemotherapy had to be stopped, chemo still contained/cleaned and the patient had to be re-accessed before beginning again. No patient harm reported.